Manufacturer narrative:
Physio-control further evaluated the device but could not observe the reported issue anymore. Proper device operation was observed through functional and performance testing. A lighter contrast was observed in the area above and below the 'connect electrode' symbol on the lcd display, but this was still within the device manufacturing specification. No event codes had been logged into the device memory. The device would charge and shock deliver defibrillation energy. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the display of their device was distorted. The display showed black and white vertical stripes when the device was powered on, and no prompts or other information was visible. As a result, the device user may not be able to see the label for the analyze button, which the device user would need to press in order to determine the need for defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.